Event description:
Pt claims she experienced a shock from her implanted pulse generator while she was driving her automobile on 01/22/1998. The shock caused her to turn into the path of an oncoming vehicle resulting in an accident. The pt claims that at the time of the "shock" she had the device turned off. The pt was also wearing a neck brace at the time of the event. The MFR's rep advised the pt to contact the MFR's pt svc dept. Follow-up with MFR's pt svc dept indicates no known call of this nature from the pt.